Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr with a grade of 4. Three clips (80618u188, 80521u194, 80525u157) were implanted, reducing the mr to 1. On (B)(6) 2019, a transesophageal echocardiography (tee) noted that the lateral clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to 2. No treatment was performed. On (B)(6) 2019, a procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4-5. One clip was implanted, reducing the tr to 3. A second clip delivery system (cds 81204u143) was inserted into the anatomy. While steering down to the tricuspid valve, the cds became stuck at the septum. The cds was able to be freed; however, the septum was perforated. The clip was deployed between the anterior and septal leaflets. A third clip was implanted, reducing the tr to 1-2. The septum was treated with an occluder. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). It could not be determined which clip detached; therefore the lot number, expiration date and manufacture date has been provided for all three devices: lot # 80618u188. Date of manufacture: 19-june-2018. Expiration date: 19-june-2019. Lot # 80521u194. Date of manufacture: 21-may-2018. Expiration date: 21-may-2019. Lot # 80525u157. Date of manufacture: 29-may-2018. Expiration date: 29-may-2019. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) resulting in recurrent mitral regurgitation (mr) could not be determined. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.